Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on august 27, 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.